Event description:
Information was received that the patient¿s generator was replaced prophylactically on (B)(6) 2015. Information was received that the generator was discarded and will not be returned. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported that the vns patient was experiencing an increase in seizures and was having an altered perception of magnet mode stimulation on-times. The device battery status was noted to be ok. The patient was referred for surgery but no known surgical interventions have occurred to date.

Event description:
Information was received from the physician on (B)(4) 2015. Date of onset of increased seizures was approximately (B)(6) 2014. This increase was related to a subjective decrease in effectiveness when swiping the magnet. It was indicated that it happened 2 times per month. The intervention for this was a battery replacement which occurred on (B)(6) 2015. The outcome of the intervention was a decrease in seizures. The difference in magnet stimulation does not appear to be an altered perception of stimulation, it was described as "not stopping seizures" by the physician.